Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the device was returned unexpectedly. There was no negative patient impact

Manufacturer narrative:
(B)(4).